Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of pseudoaneurysm and infection are listed in the supera peripheral stent system instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2022, an unspecified supera self expanding stent (ses) was implanted in the superficial femoral artery (sfa). The patient experienced an infected pseudoaneurysm in (B)(6) 2022. The patient was treated with surgical procedure at a different hospital. No additional information was provided.